Manufacturer narrative:
According to the customer on (B)(6) 2026 the walker collapsed and the customer fell as he was bending down and hurt his right foot and reinjured his right knee. He needed physical therapy and still is currently in therapy. It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer on (B)(6) 2026 the walker collapsed and the customer fell as he was bending down and hurt his right foot and reinjured his right knee. He needed physical therapy and still is currently in therapy.